Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection noted the tip of the cannula was fractured. The cannula tip was also observed to be deformed with burn marks. Testing was performed on the event unit, confirming the complainant¿s experience of difficulty removing the obturator from the cannula. Based on the condition of the returned unit, the reported event was due to the damaged cannula tip, likely a result of the cannula coming into contact with heat producing instrumentation during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Based upon the description of the event, difficulty removing the obturator from the cannula is not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical has determined that this event is reportable due to the fractured cannula tip.

Event description:
Procedure performed: unknown. Event description: report from the sales rep during the operation, the obturator could not be removed from cannula. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. There was no damage on the seal component. The investigator tried to pull the obturator out of the cannula, but the resistance was too heavy and it couldn't be pulled out. The unit will be returned to amr for further evaluation. Products available for return: 1 cannula, 1 obturator additional information was received via email on 07feb2022 from distributor: confirmed that only 1 unit will be returning. Additional information was received via email on 22feb2022 from distributor: model number of event unit confirmed to be ctr03. Intervention: the case was completed with the new one. Patient status: no patient injury.